Manufacturer narrative:
Investigation revealed that the root cause of this failure mode is linked to "improper use - device interface." The patient and the wheelchair were evaluated. The product sustained no damages from the event. The wheelchair was tested and performs as intended without evidence of any deviation or malfunction that would indicate the device is unstable or at risk of tipping under normal usage. The patient reported that this incident occurred on the wheelchair lift/ramp using the psta bus system and was unsure of the exact angle. The patient stated that the psta bus has a video recording of this incident but was not willing to release it. Attempts were made to identify the degree of the suspect ramp to determine if it exceeded the safety limitation for the device. It was concluded that the wheelchair lift/ramp is constructed to be compliant to ada ramp slope guidelines, and therefore considered safe for wheelchair usage. Further investigation revealed two contributing factors in this situation that presented a risk of the device tipping. One, the patient sits forward in the wheelchair which shifts the users weight to the front of the seat. Second, the patient did not reposition the seating system as instructed to balance the center of gravity, so the seat remained flat as the patient drove onto the ramp. As a result, the wheelchair had tipped forward and the patient sustained injury. The owner's manual (om) warns users of the risk of a tipping hazard if center of gravity is not properly adjusted or rules for intended use not followed. The patient acknowledged understanding these instructions prior to the event and reports not being able to follow them because of being visually impaired from seeing the wheelchairs position at the edge of the ramp. The patient also failed to notify the dealer or permobil of not being able to see clearly when attempting to operate on ramps. The om states that if a user suspects something is wrong to "stop" using the device and contact the servicing dealer/permobil as soon as possible. The patient has been informed of this requirement as a preventive measure. When the evaluation was ended, the patient just doesn't feel safe in the product. It was determined that the patient might benefit from using a mid-wheel drive model wheelchair in their environment versus the current front wheel drive wheelchair. Permobil agreed to provide a demo/loaner wheelchair for her to use until arrangements can be made and a new wheelchair purchased. Permobil will help coordinate this transaction with the patient and the dealer. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution.

Event description:
Patient reported they had an accident on (B)(6) 2017 traveling down a steep ramp and the wheelchair flipped over. The patient sustained a broken right knee as a result of this incident.